Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter would not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began approximately 2 weeks prior to contacting lfs. The patient manages her diabetes with insulin (self-adjuster). It is not known what action, if any, the patient took in regards to her usual diabetes management regimen in response to the alleged issue. The patient reported on (B)(6) 2016 at 7am she developed symptom of ¿shakiness¿. In response to the symptom, the patient claimed she received food and drink as treatment from a health care professional (hcp). At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, there was no indication of misuse of the product and the correct strips were being used. The csr noted the subject meter powered on manually with a button press and when a new test strip was inserted. The alleged meter issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of severe hypoglycemia, after the alleged meter issue began.